Event description:
The accounts maintenance stated that the manual CPR does not work on the bed but the head section does go down electrically. He indicated that the CPR valve is moving.

Manufacturer narrative:
The accounts maintenance replaced the hydraulic manifold to repair the bed.